Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not turn on. Additionally it was later reported it would not turn on even if plugged into the electrical network, it does not seem to charge, the switch button does not make contact. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is: (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the origin of the failure was that the console was not fully installed on the cart. No circumstance of the malfunction during clinical therapy. The system is ready for clinical use. A supplemental report will be submitted upon completion of our investigation.